Manufacturer narrative:
Dates estimated. The UDI number is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be performed due to unknown device/lot information. Based on the available information, a cause for the reported entrapment of device (clip caught on chordae) could not be determined. The reported foreign body in patient was a cascading event of the reported entrapment of device (clip caught on chordae). The reported patient effect of foreign body in patient is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature title : incremental value of three- dimensional transesophageal echocardiography over the two- dimensional technique in the assessment of a partially detached mitraclip the additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report clip caught in chordae and foreign body in patient it was reported that through a research a mitraclip procedure was performed to treat mitral regurgitation. Two clips were successfully implanted, one at a2/p2 and the other at a1/p1. However, shortly after the two clips were implanted, 2d and 3d transesophageal echocardiography (tee) showed the centrally deployed clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase. It was noted the laterally placed clip remained fully attached to both leaflets. However, echo showed that when deployed, chordae were attached to both leaflets. The clip that had the slda also caused some of the chordae to rupture. For treatment, the patient underwent mitral valve replacement surgery. Details are listed in the attached article, titled ¿incremental value of three-dimensional transesophageal echocardiography over the two-dimensional technique in the assessment of a partially detached mitraclip.¿